Event description:
It was stated that the customer was hospitalized for high blood glucose. The caller reported a blood glucose reading of 300 mg/dl. Prior to the event the customer changed the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly, but the time was off by one hour. The insulin pump passed the prime test, but there was no tubing clamp to perform the high pressure test. The insulin pump gave an alarm during the self-test and that same alarm was found multiple times in the alarm history. Advised the caller that the insulin pump would be replaced, due to the repeated alarms. Advised the caller to have the customer remain on a back-up plan until the replacement insulin pump arrives.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.